Event description:
The customer reported the unit is giving a red-x and chirping, and there is a hang at power up of the device. There was no report of any pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.